Event description:
A rust-colored appearance was noted in the heat exchanger portion of the oxygenator prior to the start of bypass. Although the hcp noted the discoloration before use, the unit was not changed-out and was used throughout the case with no affect to the pt.